Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer intermittently experienced a high blood glucose (bg) level ranging from 484 to 550 mg/dl with trace ketones. Reportedly, the customer was on dialysis, and the customer alleged the pump basal did not function as intended. A bolus was delivered to address bg level. Tandem technical support performed a pump system check and verified the pump functioned as intended. Recommendation was made to discuss diabetes management with a health care professional. Multiple follow up attempts were made to obtain additional information, however, a response was not received.